Event description:
A surgeon reports that after cataract surgery and intraocular lens (iol) implant a patient states they see "starburst of light". It was reported that a yag was performed which "helped a little". The iol remains implanted. Visual acuity is 20/25.